Event description:
A malfunction alarm was reported on the customer's pump. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge, but the issue persisted with cartridge alarm recurrence, leading to the decision to replace the pump. The customer was instructed to switch to multiple daily injections as backup therapy and was guided on how to put the pump into storage mode before returning it via a pre-paid label.